Manufacturer narrative:
The customer spoke with technical support and the problem was resolved via phone, and the components were returned for eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary, when additional reportable info becomes available. This report mailed in to FDA on: 02/27/2008.

Event description:
The customer received error code 351, reseated the footswitch and cable, but problem remained. The customer requested a service call after ordering a cable and footswitch. They tried a footswitch from another hosp and the footpedal still didn't work. They feel the problem is with the unit. Two cases were rescheduled. The first pt was in the prep area and had been prepped, but the incision was not made. The pt was kept at the hosp and the procedure was completed later that day. No pt injuries occurred. The second pt had not arrived at the hosp. On 01/29/2008 the customer reported that the exchange footswitch and cable worked okay.